Event description:
It was reported that pump experienced malfunction alarm ¿malf 9¿ related to unstable or unrecognized charging connection, and pump did not begin charging even after remaining on charging pad for 30 minutes. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump and troubleshoot charging, tried different charging cable without success, then used a different charging pad along with tandem mobi wall adapter and tandem charging cable, which allowed pump to begin charging, and technical support arranged shipment of replacement charging supplies with no further assistance required.